Manufacturer narrative:
Both adverse event and product problem are applicable a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8116-70 serial#:(B)(4) model description: artisan 2x8 paddle lead, 70 cm additional information received indicated that when the physican opened up the patient to perform the pocket revision it was discovered that the patient's paddle lead was frayed and the wires were exposed. The physician stopped the revision and postponed the procedure. On (B)(6) 2011, the physician also noticed that a contact had been dislodged and explanted the lead as well as the contact. The patient mentioned having difficulty charging so the ipg was replaced. The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort.

Manufacturer narrative:
A returned product analysis indicated that lead (B)(4) body of the paddle lead was damaged as wires were exposed and electrode # 8 is missing. Due to extensive damages to the paddle lead, it is not possible to identify which damages are due to explant procedure and which damages caused the high impedance complaint reported prior to explant procedure. Analysis of the ipg revealed normal device characteristics.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort.